Event description:
The customer reported via phone call that the batteries on the insulin pump are lasting less than a week. She changed the battery on (B)(6) 2015 and the battery indicator was down to 1 bar. The customer has had the device for less than a month and batteries are lasting less than a week. She sometimes uses lithium batteries but does use alkaline batteries too. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current and problem isolated to the motherboard. Device was received with minor scratches on lcd window.